Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the case the surgeon went to use the cutting guide and he noticed that a drill bit had previously broken off in the cutting guide. This did not happen in his case. The bit had broken off in another case, but not sure when or where."